Manufacturer narrative:
The reliability analysis inspected one opened and used partial enlite sensor and found that the sensor was broken. There was a missing broken part. See attached file for details. Unable to confirm that the customer received sensor damage due to customer returned opened and used product.

Event description:
The customer reported via phone call that they were having issues with the sensor. The customer woke up to a blood glucose level of 388 mg/dl but the sensor glucose level was 99 mg/dl. The sensor glucose value and blood glucose value continued to have differences, so the customer removed the sensor and noticed that the cannula was only about a 1/4 of an inch long. It was much shorter than they usually are. The customer also reported that the cannula was all gold and not two colored like it usually is. The customer declined troubleshooting for the high blood glucose. The customer will return the sensor with the damaged cannula and will receive a replacement.